Event description:
The technicians had the pt on the table and were lowering the table to let the pt's off. When they released the deadman switch and the lower table switch, the table continued to drift down due to its own own weight. Rptr's evaluation determined that the tension screw on the brake assembly had backed out and the locknut did prevent that from happening. This caused the brake system not to activate. There was no pt injury, but the potential for injury exists.